Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was attempted. Vascular access was obtained and a versacross transseptal sheath was advanced into the superior vena cava (svc) and positioned on the fossa ovalis. The versacross rf wire was placed in a mid mid position on the interatrial septum and energized. The first transeptal crossing was unsuccessful. During the second transeptal crossing attempt, the versacross transseptal sheath slipped posteriorly while remaining on the fossa ovalis. The second transeptal puncture was successful and access to the left atrium was obtained. The versacross transseptal sheath was exchanged for a watchman double curve access system (was). The was sheath tracked very posteriorly and could not be visualized via imaging. A mild posterior pericardial effusion was observed. All devices were withdrawn from the left atrium to the right atrium, and the effusion was monitored for approximately twenty (20) minutes. The pericardial effusion remained mild and did not impact the patient vital signs as fluid accumulation was not rapid. It was suspected the versacross rf wire caused a small posterior left atrial perforation. The procedure was aborted and the patient was hospitalized overnight for observation. The patient recovered and was discharged.